Manufacturer narrative:
Additional information: section h imdrf annex codes: upon investigation of the actual device used in this incident, it was determined that the system patients were failed to cross another unit. A technical support specialist connected to secure link and dialed into application server. The session disconnected multiple times, preventing further checks at that moment and tried to reach the customer. The customer later confirmed that the issue was resolved by the (epic/bd) electronic privacy information center work group. The system functioned as intended after the (epic/bd) electronic privacy information center resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, patient details were not crossing over to station and required pharmacy to manually complete the transfer process. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, patient details were not crossing over to station and required pharmacy to manually complete the transfer process.the customer reported there was a delay in dispensing medications to the patient.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number and manufacturer date not available.